Event description:
It was reported that this electrode exhibited oversensing of non-physiologic noise in combination with a baseline shift in primary configuration, resulting in inappropriate shock therapy. The local area field representative was unable to reproduce the noise during in-clinic follow-up. X-ray imaging of the s-ICD system was also obtained. Boston scientific technical services (ts) reviewed the episodes and suspected sense b node issues. Ts recommended programming secondary vector. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. The s-ICD system remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited oversensing of non-physiologic noise in combination with a baseline shift in primary configuration, resulting in inappropriate shock therapy. The local area field representative was unable to reproduce the noise during in-clinic follow-up. X-ray imaging of the s-ICD system was also obtained. Boston scientific technical services (ts) reviewed the episodes and suspected sense b node issues. Ts recommended programming secondary vector. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. The s-ICD system remains in service.